Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image did not display due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no image displayed when the camera head was connected to the tower. There was no patient injury reported.

Manufacturer narrative:
The unit returned to the service center for evaluation. The customer¿¿¿s complaint of ¿ no image¿ was confirmed due to a faulty cable. The coupler was found damaged and its movement was not smooth. In addition, the rear label was faded. The cause of the unit¿s cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.